Event description:
It was reported that during a total colectomy procedure, the surgeon used the device to do ileum- remnant of rectum anastomosis. The patient had big blood lost after firing. The surgeon found two leaked points and part of the staples were malformed. The patient was given 600-700cc blood infusion. Then hand sewing was used to pin up the tissue. Now the patient is fine. As the patient had the (B)(6), the sample was discarded. There were no adverse patient consequences. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
The procedure was done open. The two leak points were found in the anastomotic ring. The purse string was performed with a purse string device. No buttressing material was utilized. The instrument was fired near an existing staple line. The device was fully fired as indicated by the crunch sound. It was reported that the device required a higher force to fire. There was little difficulty removing the device. The primary surgeon fired the instrument and has used the device for 10 years.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).